Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins burning at the pocket was unknown. A rep will meet with the patient to determine if there are any impedance issues. The issue has not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a burning sensation at the ins location when stimulation is turned on, but it goes away when stimulation is turned off. The rep was going to speak with the hcp to discuss further. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances that led to the ins site burning. The patient said the device was reprogrammed and it lasted for a about a month. The burning still continued to last about 30 minutes to an hour. No further complications were reported.